Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a rep regarding an unknown patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was alarming. No further information was provided. Additional information was received from a manufacturer's representative (rep). It was reported the patient had a premature elective replacement indicator with about 10 months remaining on the pump. The patient's name and date of the event was unknown. No further complications were reported/anticipated.